Manufacturer narrative:
A bci field service engineer (fse) flushed the waste line coming out of the v3. Fse primed close tube accession (cta) several times and no leaks were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash solution leak. No affect to any personnel or injury was reported.